Manufacturer narrative:
Initial reporter occupation: lead tech. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the stiffener of an ultrathane mac-loc locking loop multipurpose drainage catheter was difficult to remove during an unspecified procedure on an unknown patient. The physician had to cut the stiffener in order to remove it from the catheter. It was confirmed that the device was successfully placed and draining as expected. The patient did not experience any adverse effects due to this occurrence. Additional information regarding event details and device return have been requested but are currently unavailable.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Investigation ¿ evaluation. On (B)(6) 2023, cook received a complaint from mercy hospital, located in the city of scranton, pa (united states). The customer reported that upon placement of an ultrathane mac-loc locking loop multipurpose drainage catheter (rpn: ult10.2-38-45-p-6s-clm-rh, lot: 15081908), the stiffening cannula (rpn: dtn-18-55.0-15g-rlt-dgrm-gw) could not be withdrawn from the catheter. The physician had to cut the stiffener in order to remove it from the catheter. It was confirmed that the device was successfully placed and draining as expected. No adverse effects were reported for the patient. Reviews of the complaint history, device history record (DHR), drawing, instructions for use (IFU), quality control procedures, and specifications of the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook completed a review of the DHR. The DHR for lot 15081908 and related subassembly lots discovered one relevant nonconformance to the reported difficulty, and the devices were scrapped prior to further processing of the order. To date, a further search of our database records revealed no complaints received that was associated to the reported lot. Cook also reviewed product labeling. The product IFU, [t_multi2] ¿multipurpose drainage catheter,¿ provides the following information to the user related to the reported failure mode: precautions: ¿when inserting a stiffening cannula into a catheter with retention suture, hold suture during cannula insertion to avoid bunching or tangling of suture.¿ instructions for use: ¿under fluoroscopic control, perform standard techniques for placement of percutaneous draining catheters, either by seldinger access or trocar access. -once catheter is in desired location, remove any wire guides, trocars, or stiffeners, allowing the catheter to for its configuration.¿ how supplied: ¿supplied sterilize by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ the information provided upon review of the dmr, DHR, and IFU suggests that the device was manufactured to specification, and that there are no nonconforming devices in house or out in the field. Based on the information provided, no returned device, and the results of the investigation, it was determined the cause of this event is related to a component failure without a manufacturing or design deficiency. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.